Manufacturer narrative:
Manufacturing review: the sample was not returned from the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only complaint associated with this lot number. A DHR review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the actual sample was not returned for evaluation. It is known that the patient's left sfa was reoccluded via dus imaging and a revascularization was performed. The procedure was deemed successful. The investigator assessed that the event was not related to the study device or procedure. However, the root cause could not be determined based upon the available information received from the post market clinical registry and the lack of a returned product analysis. Label review: based on the instructions for use (IFU), the occurrence of a reocclusion event is an inherent risks of any pta procedure, and have been reported in clinical trials of drug coated balloons.

Event description:
It was reported through a post market clinical study that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the left femoral artery. It was further reported that approximately 10 months post index procedure, the patient¿s left femoral artery was reportedly reoccluded. A revascularization was performed and the health care professional (hcp) deemed it was successful. The investigator assessed that the event was not related to the study device or procedure.